Manufacturer narrative:
Concomitant medical product: 507652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated within the pocket and the patient keeps passing out. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.